Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv oversensing was observed. The patient has not presented to the clinic for programming changes. The patient condition is fine. Device remains implanted.